Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 25mm amplatzer pfo occluder (pfo) was successfully implanted via right femoral vein approach. No implant procedure complications were reported and the patient was discharged on (B)(6) 2020 in stable condition. On (B)(6) 2020, the patient developed swelling and pain near the punctured vein in the right leg. On (B)(6) 2020, the patient presented to the hospital and an urgent contrast-enhanced CT was obtained, which revealed hematoma and bleeding from a 1-2mm hole in the medial circumflex femoral artery beside the punctured femoral vein. Hemostatis by hand compression and drainage of the hematoma was performed as outpatient; the issue was resolved without sequelae. No malfunction of the pfo was reported.

Manufacturer narrative:
An event of a hematoma and bleeding from the femoral artery near the puncture site was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6)2020, a 25mm amplatzer pfo occluder (pfo) was successfully implanted via right femoral vein approach with an 8f amplatzer torqvue delivery system. No implant procedure complications were reported and the patient was discharged on (B)(6)2020 in stable condition. On (B)(6)2020, the patient developed swelling and pain near the punctured vein in the right leg. On (B)(6)2020, the patient presented to the hospital and an urgent contrast-enhanced CT was obtained, which revealed hematoma and bleeding from a 1-2mm hole in the medial circumflex femoral artery beside the punctured femoral vein. Hemostatis by hand compression and drainage of the hematoma was performed as outpatient; the issue was resolved without sequelae. No malfunction of the pfo was reported.

Manufacturer narrative:
Corrected information sections: b5, d1, d4, d6, h4.